Manufacturer narrative:
The device has been returned for evaluation. The customer¿s complaint of the image does not appear was confirmed. The service technician performed a visual inspection and found minor hair line cracks close to the screws on both sides of the plug. The plug label is fading, and the cable appeared to be slightly twisted. The camera head was then checked with a video system center and displayed no image on the screen. The device would fail the water leakage test due to the cracks on the plug. The most likely cause is traced to component failure. No further information was reported.

Event description:
The customer reported to olympus that during an unspecified procedure, the image does not appear on the device. There was no patient injury reported.

Manufacturer narrative:
Upon further review this is not a reportable malfunction.  Per the legal manufacturer there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.